Manufacturer narrative:
Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the 9th distal stent strut was lifted. This type of damage is consistent with the stent encountering resistance during withdrawal attempts. The bumper tip of the device appeared frayed. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinking on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the stenosed and calcified right coronary artery (rca). After predilation, a 28 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft fractured. The device was completely removed as a whole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the stenosed and calcified right coronary artery (rca). After predilation, a 28 x 4.00 promus premier&#10244;rug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft fractured. The device was completely removed as a whole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.